Manufacturer narrative:
The device was not returned for evaluation. The patient reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 425 mg/dl while wearing the pod worn between 24 and 36 hours. When removed from the infusion site (hips/buttocks), the pod's cannula was found bent and reported to be improperly inserted. As treatment, patient replaced the pod and drank water. (B)(6).

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the exposed portion of the soft cannula did not find it bent or kinked. The fluid path was inspected and no issues were noted that would cause high blood glucose levels. No issues observed that would result in the cannula improperly inserting into the infusion site. The reported event could not be conclusively determined. Correction to initial MDR: device available for eval = change to yes instead of no. Date returned to mfg = 8/8/2018. Device returned to manufacturer? = change to yes instead of no.